Manufacturer narrative:
Reported event: it was reported that tip of 3.5 hex checkpoint broke off in patient bone. C- arm was used to confirm it was in bone and below the surface of the bone. Surgeon determined safe and decided to leave it in. Product evaluation and results: as per attached picture the alleged failure mode was confirmed as the provided picture shows that the device was broken. Product history review: review of the product history records indicate 1600 devices were manufactured under lot no w60750-1 and accepted into final stock on 10/31/2018 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 111653, lot w60750-1 shows 4 additional complaints related to the failure in this investigation. Pr: (B)(4). Conclusions: the failure was confirmed via visual inspection of the pictures provided. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
Tip of 3.5 hex checkpoint broke off in patient bone. C- arm was used to confirm it was in bone and below the surface of the bone. Surgeon determined safe and decided to leave it in. Case type: tha. Surgical delay: =15 minutes.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Tip of 3.5 hex checkpoint broke off in patient bone. C- arm was used to confirm it was in bone and below the surface of the bone. Surgeon determined safe and decided to leave it in. Case type: tha. Surgical delay: 15 minutes.